Event description:
Caller reported experiencing a cartridge alarm issue during the load process, with a significant impact on their blood glucose level, approximately 550 mg/dl. The customer addressed the high blood glucose by administering a correction bolus using the pump and did not require external assistance. Tandem technical support arranged for a replacement pump to be sent, with the customer informed of backup therapy options, pump return instructions, and the need for updated software.